Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 13, 2018 was filed inadvertently. No explantation or serious injury has occurred.

Manufacturer narrative:
This report is submitted on july 13, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the device was explanted due to incorrect placement of the electrode array. The patient was reimplanted with a new device during the same surgery.